Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the second balloon inflation, post deployment of the xience v stent within the pre-dilated mid lad, a small proximal edge dissection was noted. This was treated with implantation of a second xience v stent overlapping the first. The pt was discharged the next day. There is no additional info available.

Manufacturer narrative:
Dissection is a known risk of coronary stenting procedures, and is listed in the product instructions for use (IFU), as a potential adverse event. Stent implanted in 2009, and the product expired on 08/24/09. The products IFU states: "note the "use by" (expiration) date on the product label." In this case, the product was used less than one month after expiration. A portion of the products released in the same lot were relabeled for a 2 yr shelf life. There was no indication of any damage to the stent implant or difficulties experienced during the procedure which could have contributed to the dissection.